Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was not confirmed via review of the controller log files, which did not reveal a double disconnect. The only controller power up and motor start event recorded in the logs was on (B)(6) 2016, which was the date the controller powered up for failure analysis. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. A root cause could not be determined as the reported event could not be confirmed or duplicated at the bench level; the controller performed as indented.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site by the vad coordinator that the patient contacted her to tell her that he had a double disconnect alarm while connected to 2 batteries. Patient stated that 1 battery was 100% charged and the other was about 75% charged. He was at home when he noted the alarm. When the patient saw the double disconnect alarm, he and his wife contacted the vad coordinator who helped walk them through changing to backup controller. Alarm stopped once new controller connected. Connections were checked and they were both secure. Pins were checked and none appeared to be bent or damaged and no further alarms at this time. No additional information provided. Investigation is ongoing